Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he needed assistance in changing the bolus amounts. The customer indicated that he went to the hospital the other day due to high blood glucose. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot and indicated that he would contact his doctor. No further information was provided.